Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate antitachycardia pacing therapy for supraventricular tachycardia. Programming changes were made. The patient is stable and will be followed normally.